Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient had a anterior tha and case went fine until there was a crack noise during reaming of the calcar. The surgeon thought it was from the rubbing of the planer on a retractor. The next day she was found with a femur fracture and the stem subsided.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the stem product/lot code. The search and/or review of the instrument device history records was not possible as it remains unknown. The investigation can draw no conclusions with the information made available. Based the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.